Event description:
A surgeon reported that cutter did not actuate during testing. There was no pt involvement.

Manufacturer narrative:
A sample is being returned for in-house testing. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).